Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed. There was no visible damage to the keypad. The keypad buttons were normally responsive, and no contamination was found under any of the keypad button contacts. Unrelated to the initial complaint, there was moisture under the display screen, and the pump case was cracked. The leak test failed due to a display lens leak, and a leak at the crack in the pump case. The pump was opened and additional moisture was found on the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.